Event description:
The customer originally contacted physio-control to report that their device was not charging the internal battery. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the unit had a service indicator present and would not operate on ac power (thus not charging the internal battery). It was also observed that when attempting to shock during testing that there was a partial loss of defibrillator output energy, resulting in a monophasic shock. Lastly, physio observed that the device was only delivering approximately 10% of the energy value selected (example: 200 joules selected, only 20.2 joules was delivered, and for 360 joules, only 36.7 joules was delivered).

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified both the reported and observed issues. Physio recommended repair and provided the customer with an estimate; however, the customer declined service of the device and requested that it be returned to them unrepaired.the cause of the reported issue could not be determined.